Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, light not engaging and error message e116 occurred due to mother board and graphics processing unit (gpu) failure. The cause of the faulty gpu and mother board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was partially confirmed. The high intensity light not engaging was not confirmed. The e116 error code was confirmed. The device evaluation found there was slight discoloration on the graphics processing unit (gpu) card edge. The motherboard and gpu were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was illumination issues when using the visera 4k uhd camera control unit. It was reported, that the high intensity light did not engage. It was also reported, that an e116 printed circuit board failure error code was received. The issue was found during maintenance. There were no reports of patient harm.